Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wash his hands properly. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with cefazolin (intraperitoneally, 25g, for seven days, frequency not reported) and vancomycin (intravenous, 1 gram for five doses, frequency not reported) for peritonitis. The patient recovered from the peritonitis event after twelve days. The patient was retrained in aseptic technique. The pd therapy was ongoing. No additional information was available at this time.